Event description:
It was reported that the patient was not getting adequate pain relief due to ipg was non-functional. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7081011.